Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the intraocular lens (iol) implantation surgery ,the physician noticed small spots on anterior surface of iol,precipitates vs minor pinpoint scratches, which was hard to tell. Also physician hope that there were no effects and will have to see how the patient looks next week. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. Information was provided that the lens was left in the injector for five minutes before being injected. IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).